Event description:
Tf 341009, tf 346054 and unit goes into safety ventilation mode. Exact date: (B)(6) 2019, 12:01; and second time (B)(6) 2019, 05:34. As consulted with ICU staff, there were no bronchoscopy nor closed suctioning used. As seen in the eventlog there was o2 flush and suctioning maneuver in use before the tfs occured.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be an error in the software version installed on the unit. The device was upgraded to a new software version and the medical staff has been instructed accordingly. There was no patient or user harm.